Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a low blood glucose event that required emergency medical services. The customer's blood glucose dropped down to 37 mg/dl at the time of incident. The customer was treated at home by paramedics and they had brought the blood glucose levels back up. The customer's blood glucose level at the time of call was 124 mg/dl. The customer reported that the battery compartment was cracked and had been dropped. It was reported that the reservoir had more insulin than was showing on the display. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, cracked case near the display window corner and missing end cap sticker noted during our visual inspection.